Manufacturer narrative:
Result: ball screw.

Event description:
It was reported by service report that the fowler would not lower electrically or manually. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.